Event description:
We received an allegation of discrepant results for 2 patient urine samples tested for tina-quant albumin gen.2 (albt2) on a cobas c 503 analytical unit. The customer was also having calibration and qc issues. Patient 1 initial result was 7.00 mg/l. The repeat result was 30.50 mg/l. On (B)(6) 2025, patient 2 initial result was 30.3 mg/l. The sample was repeated twice, with results of 2.94 mg/l with a data flag and 12.4 mg/l.

Manufacturer narrative:
The albt2 reagent lot number was 88390601 with an expiration date of 28-feb-2027. On 29-oct-2025, the field service engineer (fse) found the sample probe was dirty and cleaned it. The reagent probes were adjusted. Qc results were unstable, and the rinse levels were adjusted. Afterward, qc was stable and within range. The investigation determined the event was due to a combination of instrument misadjustments and preanalytical handling issues. The instrument is operating within specification. The service actions resolved the issue.